Event description:
Philips received a complaint on the patient information center ix indicating the audio speaker alarms are not working but the visual alarms working. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found that the network cable at the nurse station was connected to port 047, while on the idf side it was connected to port 049. The port numbers did not match and so the fse swapped the port and speaker works normally. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.